Event description:
The plate, implanted on an unknown date, broke when patient fell playing basketball in a walker. Indication is the plate broke due to patient non-compliance. Plate was removed in 2001.